Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 108 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to run manual prime at least 5.0 units. Customer stated that pump alarm no delivery with manual prime. The customer was advised that changing reservoir resolved the issue. The customer was advised to return the reservoir and we will replace sets and reservoir.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.